Event description:
Complaint record states that the center bolt that connects the sling bar to the strap broke just before the beginning of a lift. No injury alleged. Please refer MFR report # 8030916-2013-00017.